Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Only one guide wire and one unknown drill bit passed outside of the nail. In the surgeon's opinion, the factors that contributed to the misalignment were traction being applied and a possibly loosened connecting screw. There was no allegation against a screw being loose.

Manufacturer narrative:
Patient weight is unknown. Additional product code: hwc. (B)(4). Due to an intra-operative issue, device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a guide wire and drills passed outside the nail and a helical blade did not pass through the nail when inserted on (B)(6) 2016 during a trochanteric fixation nail (tfn) to repair a pertrochanteric femur fracture. The surgeon removed the originally inserted short nail, helical blade and distal screw. The final construct included a new long nail, helical blade and distal screw. There was a fifteen (15) minute surgical delay. There was no patient harm. Concomitant devices reported: trochanteric fixation nail (part 456.322s, lot 9849852, quantity 1). This is report 1 of 1 for (B)(4).